Manufacturer narrative:
Eval results: eval of the product confirmed the reported issue; the alarm does not power on with batteries. However, the alarm does power on when using the 9v adapter. The pre-recorded voice message does not play as it should; only a clicking noise is heard. There is battery leakage residue on the battery springs and contacts. The led lens is pushed down into the alarm case. (B)(4).

Event description:
Customer reported the alarm has no power; batteries have been replaced with a new supply. No visible damage to the outside of the alarm reported. Customer did not provide a date when this was discovered. No pt incident or injury was reported.